Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that single lumen piccs are having issues with the little rubber piece where guidewire is pulled through after we cut the catheter, it is not allowing us to flush the line (no pressure support) nor are we able to get blood return from it until we placed a finger over that rubber hub. No other information provided. The customer reported multiple events however the exact number of events was not provided to bd vascular access devices field assurance.